Manufacturer narrative:
Other text: b3: date of event unknown one infusion pump was received for evaluation. Visual inspection found crack on bottom case and right plunger case, also missing plunger case seal. Occlusion test was performed and during the occlusion test it was found check clutch/plunger lever error. The cause of the reported issue was a combination of lead screw and both clutch halves were found to be old, dirty and worn due to normal wear. Repairs done were replace lead screw and both clutch haves, the battery was replaced also as it was found to be low lmd (last measured discharge) during the repair. Performed preventive maintenance and all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device is exhibiting giving a clutch and plunger lever error. No patient injury.